Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely the circuit board inside scope connector corroded/broken and the suggested event occurred. As a cause of water invasion, it was possible that some external stress was applied to a-rubber, which broke the a-rubber (bending section cover) and water invaded there, or water entered venting connector (attaching/ detaching venting connector/leakage tester tube/ sterilization cap while water droplets adhered to outer surface of the connector/ inside the tube and its connection/ the cap, or when they were under water). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was confirmed. No image was caused by the corroded electrical connector. The charge-coupled device (ccd) image was okay, no stain was present. The evaluation revealed the following findings: adhesive on bending section cover was peeling, bending section cover was leaking due to a pinhole, plastic distal end cover had a chip, advanced diagnostics for fluid/wet after aeration of the scope connector, corrosion found on the scope connector, the control body had scratches, and an incorrect label on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope exhibited no power to display for an image to populate. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.